Event description:
It was reported that the water temperature of an arctic sun device has been fluctuating, and the patient was not reaching target. Right now, the water temperature (wt) was 21.9 c. The coldest it has been 18 c. Flow rate (fr) was 1.2 lpm. Patient temperature (pt) was 33.7 c. Patient trend indicator was neutral. Mixing pump command 20 percentage. The baby was tacoed in but laying on a receiving blanket. Explained they could remove the blanket and place baby directly on the pad. The patient was within allowable tolerance of target. Continue to monitor patient and water temperatures. The water temperature might decrease slightly but should not get too much colder in an effort to prevent patient going below target.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Right now, the water temperature (wt) was 21.9c. The coldest it has been 18c. Flow rate (fr) was 1.2lpm. Patient temperature (pt) was 33.7c. Patient trend indicator was neutral. Mixing pump command 20 percentage. The baby was tacoed in but laying on a receiving blanket. Explained they could remove the blanket and place baby directly on the pad. The patient was within allowable tolerance of target. Continue to monitor patient and water temperatures. The water temperature might decrease slightly but should not get too much colder in an effort to prevent patient going below target. Per additional information received, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: b, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature of an arctic sun device has been fluctuating, and the patient was not reaching target. Right now, the water temperature (wt) was 21.9c. The coldest it has been 18c. Flow rate (fr) was 1.2lpm. Patient temperature (pt) was 33.7c. Patient trend indicator was neutral. Mixing pump command 20 percentage. The baby was tacoed in but laying on a receiving blanket. Explained they could remove the blanket and place baby directly on the pad. The patient was within allowable tolerance of target. Continue to monitor patient and water temperatures. The water temperature might decrease slightly but should not get too much colder in an effort to prevent patient going below target. Per follow up information received via task on 31mar2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.